Manufacturer narrative:
Additional information was received that only the plasma blade in the electro cautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient was not able to charge or had the remote control communicate with the ipg after a revision procedure (MFR report #: 3006630150-2016-00545). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was not able to charge or had the remote control communicate with the ipg after a revision procedure (MFR report #: 3006630150-2016-00545). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was confirmed. The u2 application ic was damaged. The device would not be charged nor linked to a test remote control even after two charging attempts. The device was cut open, and the battery measured 1.67 volts. The device exhibited excessive sleep current leakage. A hot spot was observed on the component. The impedance between vh and ground was low. The source of the device damage likely be the plasma blade used during the previous lead revision.

Event description:
A report was received that the patient was not able to charge or had the remote control communicate with the ipg after a revision procedure (MFR report #: 3006630150-2016-00545). The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.